Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that the target lesion was the ostial rca and was heavily calcified. The lesion was predilated with another company's balloon and a 2.5 x 28 mm promus stent was deployed successfully. Another lesion was seen in the mid rca. Another 2.5 x 28 mm promus stent delivery system was advanced, but while trying to pass through the deployed stent, the new 2.5 x 28 mm promus stent dislodged. A snare device was used to successfully snare the stent. The deployed stent was post dilated and a 2.5 x 12 mm promus was placed in the mid lesion. There were no patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.